Event description:
It was reported that the patient wanted their implantable neurostimulator (ins) system removed. The ins was removed on 2007 (B)(6). It was reported that at least five parts of the system remained in the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 377760 lot# j0564195v, implanted: 2006 (B)(6), product type lead product ID, 377760 lot# v000188, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).